Manufacturer narrative:
The device was returned to olympus for inspection. For the burned c-cover, a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress problem from overheating. For the corrosion on the distal end and suction cylinder, a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: degradation problem. For the foreign objects in the channel tube and channel mount, based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated they found foreign objects in the channel tube and the channel mount unit, corrosion on the distal end and the suction cylinder, and a burned c-cover. There was no patient involvement.